Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 425cc mentor smooth round moderate plus profile memorygel breast implant 3504251bc lot:7336919 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent primary breast augmentation surgery with a 450cc mentor smooth round moderate plus profile memorygel breast implants experienced right sided capsular contracture post procedure. The right sided capsular contracture was not confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 1/18/2020. Patient experienced capsular contracture baker grade IV post procedure. Patient was replaced with a 650cc mentor smooth round high profile memorygel breast implant. Reason for device explant and/or reoperation: capsular contracture baker grade: IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/2/2020. Device evaluation summary: according to the information received, the patient developed capsular contracture. The device was visually inspected and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 12/04/2019. Patient had an explantation on (B)(6) 2019. On 12/27/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade: iii/IV manufacturer¿s reference number: (B)(4).